Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell and it was also reported that the bed lift was drifting due to worn nylon glides/nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.